Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a patient escalated from an impella cp to an impella 5.5 pump-aic as a bridge to recovery due to cardiomyopathy. While on support, a ¿placement signal unreliable¿ alarm was noted with patient movement. It resolved when the patient settled. At this time, the patient is still on support.